Manufacturer narrative:
Other than the reported event, no other damages were noticed on the distal tip (unraveled, stretched, fracture, separated, kink, bend, etc), or delivery system. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region lot number 01423721 which is cordis lot number 01423721. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received via the (B)(4) study that during treatment of a basilar tip aneurysm the enterprise vrd could not be recaptured although the recapture limit was not exceeded. Therefore another enterprise vrd which fully expanded was placed in a stable position and the procedure was completed without patient injury. The vessel proximal diameter was 2.9mm and distally was 1.9mm, which is less that the recommended parent vessel diameter outlined in the instructions for use. Other vessel characteristics are not known. The aneurysm was saccular with a neck size of 7.5mm. Attempt to recapture was made by advancing the microcatheter over the stent/delivery system. A constant and dedicated saline source was utilized at all times, and constant fluoroscopy was performed at all times during delivery and deployment. Other than the reported event, no other damages were noticed on the distal tip (unraveled, stretched, fracture, separated, kink, bend, etc), or delivery system. Procedural images are not available. The device was not received for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It is possible that procedural factors including vessel characteristics contributed. However, without the return of the device or procedural images, no conclusion can be made regarding the reported inability to recapture the enterprise vrd. With review of the device history record there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from (B)(4) study for patient with ID (B)(4) indicated that during the procedure was coil embolization assisted with the enterprise vrd (enc452212) for an aneurysm of the basilar tip aneurysm (unruptured), the enterprise vrd could not be recaptured though recapture limit was not exceeded. Therefore, the enterprise vrd was placed at the position covering the neck of the aneurysm, and it was fully expanded and placed in stable position. The procedure was completed without patient injury. During the procedure, the enterprise stent was recaptured once. The stent was recaptured by advancing the microcatheter over the stent/delivery system. A constant and dedicated saline source was utilized at all times, and constant fluoroscopy was performed at all times during delivery and detachment. The vessel proximal diameter was 2.9mm and distally was 1.9mm. The aneurysm was saccular with a neck size of 7.5mm. Medications given consisted of pre-procedure bayaspirin 100mg/day (B)(6) 2005- , plavix 75mg/day (B)(6) 2011-, petal 200mg/day (B)(6) 2011, intra-procedure heparin, and intra /post procedure ozagrel 80mg/day (B)(6) 2011. A cd of the procedure is no available.